Manufacturer narrative:
A steris service technician arrived onsite following the reported event and found that rebooting of the of the hexavue custom room rack's and monitors required rebooting. The technician further found that replacement of service components were required. The technician performed service activities, confirmed the function and operation of the hexavue custom room rack's and monitors, confirmed them to be operating to specification and returned the devices to service. No additional issues have been reported.

Event description:
The user facility reported that during patient procedures, multiple monitors to their hexavue custom room rack's were "flickering" and a touch panel was not responding. Procedure delays were reported. No report of injury.